Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous superficial femoral artery of the right lower limb. A 4.0 x 150, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured when it was primed to 12 atmospheres. The device was removed and replaced for another of the same model to complete the procedure. There were no complications reported, and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon, markerband, shaft, and tip underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized water was observed to be leaking from a balloon pinhole located approximately 20mm proximal from the distal markerband. No issues were found on the markerband, no kinks or damage to the shaft and tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous superficial femoral artery of the right lower limb. A 4.0 x 150, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured when it was primed to 12 atmospheres. The device was removed and replaced for another of the same model to complete the procedure. There were no complications reported, and patient status is fine. It was further reported that the target lesion was 80%% stenosed and was non-tortuous and moderately calcified. The balloon ruptured on the first inflation when it was inflated for about 5 seconds. The device was simply removed.